Event description:
The customer called and reported receiving a no delivery alarm, following infusion set change. Customer's blood glucose was not known. During troubleshooting, customer was advised to disconnect and reconnect reservoir and infusion set at the tubing connector. The customer stated insulin did not exit when pushed through with a plunger and there was greater than normal resistance. It was explained that the alarm was caused by the set and reservoir connection. It was advised to replace the infusion set and reservoir. The customer agreed to return the reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.